Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from an unspecified location. The user's blood glucose (bg) level ranged from 250 mg/dl to 600 mg/dl. The contact administered a manual injection to address bg level. Reportedly, the contact commonly administers the manual injection. A new cartridge was loaded successfully.